Event description:
It is reported that a customer's insulin pump would not turn back on after changing batteries. The patient's blood glucose level was at 158 mg/dl. The customer was advised to change the batteries with akkaline batteries. The customer was advised to revert to the back-up plan while a new replacement battery cap arrives. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.